Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the clinician stated approximately one and a half months prior the device displayed a remaining battery longevity of six months. Currently, the device has reached its elective replacement time and still maintains dual chamber pacing. It was noted that the patient is pacemaker dependent. The device was explanted three weeks later for normal battery depletion. The device part of the crystal timing component failure mode 2 advisory. The investigation for this issue is complete.